Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
It was reported the wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported to abbott that the patient was getting "replace generator soon" on the patient controller. Ts confirmed ios version 12.4. And instructed how to update pc to app version 3.4 rev 4. Ts advised patient to update both ios and app version. Based on the information received, the eri message has cleared after the artemis app was updated. However, the results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.